Manufacturer narrative:
(B)(4). Device used for treatment.(B)(4): placeholder.

Event description:
Pt was initially implanted with a 10 hole locking condylar plate on the right leg for an open distal femur fracture approximately 6 months prior to revision. The pt presented to the explanting surgeon with a varus malunion with no implant failure. The pt was returned to the operating room on (B)(6) 2012 for revision with a closing wedge osteotomy and a retrograde nail. This report is #1 of 17 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.